Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the tip of the faradrive broke. The tip of the dilator was chipped. The damage was noted before the use. The dilator or the sheath was not introduced in the patient's body. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation dilator damage. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the reported allegation for dilator tip damage is confirmed. Media provides evidence to confirm the failure. The device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Risk assessment: a risk review performed for the faradrive device confirmed that the event of damaged dilator tip is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the tip of the faradrive broke. The tip of the dilator was chipped. The damage was noted before the use. The dilator or the sheath was not introduced in the patient's body. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returning.